Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via email that during graft preparation for an acl performed on (B)(6) 2025, an ar-1588btb-ib tightrope ii btb encountered an issue. While attempting to convert the suture through the splice of the button, the blue flag/passer broke, preventing the suture from passing and completing the conversion. A second btb tightrope was opened, and the procedure was successfully completed without harm to the patient or additional surgical time. Additional information was requested on 22-dec-2025.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a use error, including excessive force and/or improper surgical technique associated with the device. The complaint allegation was not confirmed. No evidence of that failure was received.